Event description:
The patient ((B)(6)) received an ipg on (B)(6) 2011. A day following the implant, communication with the ipg was lost. Attempts to re-establish communication with the ipg using several programmers proved unsuccessful. Surgical intervention was undertaken on (B)(6) 2011 to replace the patient's ipg. Successful communication was established with the new ipg following the procedure. Successful communication was also reportedly established with the explanted ipg upon its removal.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.